Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " (B)(6) 2024, the doctor found the dilator tip damaged during use on the patient. Involved 1 pc."

Event description:
It was reported that: "(B)(6) 2024, the doctor found the dilator tip damaged during use on the patient. Involved 1 pc.".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos and a video for analysis. The complaint of a damaged dilator tip was able to be confirmed by the photos and video. Visual analysis revealed that the dilator tip was split and folded. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage; they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation of the supplied photos and video. Visual analysis revealed that the dilator tip was split and folded. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer supplied photos/video and the past comments from r & d, the root cause has not been determined at this time. A non-conformance was initiated so that the manufacturing facility can further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.